Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that when trying to remove the product after the bone adhesion, the screws were broken. The broken screws were left in patient